Event description:
The user facility reported that the device blacked out during an unspecified procedure. The procedure was completed using another device, and the procedure was completed as planned. There was no patient injury reported.

Manufacturer narrative:
The device was received but the investigation has not yet been completed. The exact cause of the reported phenomenon could not be conclusively determined. The investigation is ongoing, and this report will be supplemented once the investigation is completed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the suggested event ¿blackout¿ of the actual device was observed. When the power was turned on, the endoscopic image was normal. However, when the endoscope was bent to the d and r directions, it was confirmed that images were not displayed. A possible cause provided was a temporary contact failure of the imaging cable inside the bending section. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.